Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2015, follow-up CT imaging identified a suspected proximal type I endoleak ~ 3cm distal to the left subclavian artery (lsa) origin. It was reported that the imaging showed no evidence of device migration or aneurysm enlargement. It was reported the cause of the proximal type I endoleak is unknown. On (B)(6) 2015, an intervention was performed whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted proximally to treat the type I endoleak. It was reported the left subclavian artery was not covered during the procedure. Intra-operative angiography identified an isolated blush of contrast. The physician elected to conclude the procedure and will continue to monitor the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The patient's medications include; lipitor, pindolol, warfarin, cilostazol and aspirin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided information.